Manufacturer narrative:
(B)(4). Distal channel retainer teeth. The analysis found that one pve35a device was returned in good visual condition and with no cartridge loaded on the device. Additionally the articulation feature was noted to be damaged. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Upon firing of the device the shaft was disassembled and the distal channel retainer teeth were noted to be damaged. Event could not be confirmed as the device closed and opened without any difficulties noted. No unusual noises were heard during functional testing. No conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the teeth.

Event description:
It was reported that during a vats upper left lobectomy procedure, the surgeon was doing the procedure and had agreed to trial our new powered vascular stapler for his vascular firings. The surgeon was skeletonizing the pulmonary vein and pulmonary artery in preparation to transect them with the powered vascular stapler. As the surgeon was skeletonizing the pulmonary vein he got into a little bit of bleeding as he was dissecting the hilum. He placed three medium/large clips on the tissue area that was bleeding that was in close proximity to the pv and pa. As he continued to dissect and skeletonize the vascular structures, the surgeon flipped the upper left lobe of the lung over so he could get a better angle and continued to dissect the pv. The surgeon finished his dissection of the pv and brought the powered vascular stapler through the trocar and into the thoracic space. The surgeon articulated the pvs stapler and placed it across the pv. He checked to make sure he could see the tip of the device and also checked the tissue bump on the stapler and everything appeared fine. He fired the pvs stapler across the pv and as he fired the stapler sounded extremely weird and it pushed the pv out of the jaws of the device so that half of the pulmonary vein slid out of the jaws of the stapler. He opened up the stapler after firing it and it appeared that it did not staple the pv at all and it didn't really cut anything either. The area around the pv started bleeding and the surgeon asked for another reload for the pvs stapler. This time he brought the stapler into the chest from his assistant's side and articulated the stapler and placed in on the pv. When his assistant fired the device it appeared to be harder than normal to close. They then fired the stapler and the same thing occurred, it pushed the pv out of the jaws of the stapler as the knife blade advanced. They opened the stapler and blood immediately started flowing from the pv.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Information was not provided by the contact. : information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: event description cont'd: the surgeon then clamped the stapler back on the pv. He then proceeded to open the patient and do a thoracotomy. The surgeon completed the case open. As he was in the chest finishing the case, the surgeon noted that the previously placed medium/large clips had been bent and it appeared he had placed the pvs stapler on the clips. Two clips had been bent in the middle of the clips and it appeared as if the stapler had either been closed on them and that the possibility either the jaws bent the clips or the knife blade as it fired. The surgeon completed the case by opening the patient by doing a thoracotomy. He used a powered echelon to complete the lung fissure firings and also the bronchus firing. He used a covidien ta30v to transect the pa. He then had the room open a second powered vascular stapler for the branches of the pulmonary artery. The second pvs was fired twice on two branches of the pa and worked as intended. The surgeon finished the left upper lobectomy, did a leak test, and closed the patient. The patient appeared to be doing fine at the conclusion of the case. The patient was opened (vats to thoracotomy) due to the incident with the firing of the stapler. Case was completed open and rest of the case went fine. Patient did lose an additional 150-200cc of blood loss due to the incident with the stapler. The surgeon said the patient will also stay in the hospital longer now that he had to open the chest. Response from sales rep.- ¿were any other (uneventful) firings completed with the pvs stapler involved in the pi, prior to the pv firings noted in this pi? No. ¿what brand/model were the clips? (In case we need to recreate the situation). Weck clips, not sure of the model. Your traditional disposable weck clips with reusable applier. ¿were there any leader or other potential obstructions involved in the case? No. ¿approximately how wide was the pv associated with this pi, after being clamped? 20mm. ¿as the surgeon confirmed visibility of the distal bump, could he see a gap opened up between the bump and the reload surface? If so, how large? Yes there was a visable gap but it did not appear very large. ¿were staples observed around the surgical site after the firings (perhaps adjacent to the targeted tissue)? Were they properly formed b-shapes or were any completely unformed? Staples were observed after the firing but they were not correctly formed and almost just laying on top of the tissue. Staples did not form b-shapes at all. ¿when the stapler was re-clamped on the pv after firing and prior to opening the patient, did the jaws provide enough compression to stop the flow of blood? Yes. ¿will the reloads be returned? If not, were any unusual markings or damage observed on the reloads after the firings? No, reload was discarded. ¿was the additional force to close just ¿noticeable¿ or was it difficult? It was noticeable but not extremely difficult. ¿were there any noticeable clicks at closure or other visual cues that would suggest that the reload was not clicked into place or ¿long loaded¿? No, reload was correctly loaded. ¿was the yellow staple retainer removed prior to firing? Yes. ¿did the motor sound ¿extremely weird¿ from the moment that it was fired or did the sound change mid firing? If you heard this ¿extremely weird¿ motor sound again would you recognize it? Yes, the motor sounded different immediately upon firing the pvs stapler. I would be able to recognize this sound again.